Manufacturer narrative:
The customer originally reported a back check valve failure and returned one primary and secondary set of material 2420-0007, lot 25017215. Upon initial visual examination, the set had no defects or abnormalities. The sets were setup in normal primary/secondary fashion, but before the back check valve test could take place, a pinhole leak was found in the pumping segment. The leak and hole in the silicone prevented any back check valve test from occurring. The root cause for the pinhole leak in the silicon could not be determined. There is a potential root cause for the clinical practice of the end user to have affected the tubing. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported that during internal bd review, there was a pinhole leak from the upper fitment of the silicone pumping segment.